Event description:
The customer reported they had an incident where the set was full of air and the machine did not alarm.

Manufacturer narrative:
The pt experienced a blood loss of about 107 ml. No medical intervention was required due to this incident. Gambro technician inspected the machine and was able to retrieve the events history. It showed multiple alarms related to the presence of a clot occurring between the access pressure pod and the blood pump. This usually results in the replacement fluid entering the set and gradually clearing blood from the lines. This clear fluid could be mistaken for air in the circuit. A simulated treatment was performed and the air detector tested and found to be working within MFR's specifications. The machine has been returned to the unit.